Event description:
It was reported that the device did not vibrate during testing. Both the patient and clinician did not feel the notifier. The battery was 3.1v and the patient was in sinus rhythm. Technical services explained a hardware component anomaly. The patient will be monitored. The device remains implanted.